Event description:
The event involved a microclave¿ clear connector where the customer stated that, when the microclave was attached to the patient line and cannula to give intravenous immunoglobulin (ivig) the microclave blocked off causing alarm to sound. No visible defects were noted on the product. There was a delay in therapy as they tried to figure out the issue. The device was removed and changed out and microclave issue stopped. Patient continued to get treatment with same lines just new microclave. There was patient involvement, however no patient harm reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6)

Manufacturer narrative:
Received: eighteen new. List #(B)(4), microclave¿ clear connector; lot #13591567. One used. List #(B)(4), microclave¿ clear connector; lot #13591567. One used. List #(B)(4), microclave¿ clear connector; lot #13591567. One used. List #unknown, infusion set; lot #unknown. One used. List #unknown, kiovig 100mg/ml solution for infusion (10%) human normal immunoglobulin 20g/200 ml takeda vial; lot #be12d003ab. One used. List #unknown, kiovig 100mg/ml solution for infusion (10%) human normal immunoglobulin 30g/300 ml takeda vial; lot #be12d062ad. All of the returned (B)(4) microclave clear connectors that were returned had no observable damage or anomalies. Each of the returned (B)(4) microclave clear connectors were successfully primed with no observable occlusions. Each of the (B)(4) microclave clear connectors returned were pressure leak tested without leakage. The complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.